Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that smoke was coming from the device. There were no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: device was smoking . Probable root cause: insulation melting. Excessive cauterization. Power set too high. Manufacturing/assembly error. User misuse or overuse. Gtin : (B)(4).

Event description:
It was reported that smoke was coming from the device. There were no adverse consequences and the procedure was completed successfully.